Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified vessel near the anastomotic site. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications were reported and the patient condition was good post procedure.